Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) on (B)(6) 2019. The pump initially worked fine but gradually stopped working. The pump is currently not working and patient cannot inflate implant. Troubleshooting was performed but it did not resolve the issue. The date for the replacement surgery has not been defined. The plan is to replace only the pump. The patient is currently doing well.